Manufacturer narrative:
H2) device evaluation: d3 manufacturer establishment name updated. D9: 7/17/2025. H3, h6: the device was returned for root cause analysis and the investigation findings concluded after visual inspection and functional testing, and the customer problem was not duplicated. The sample was received in non-used conditions. The samples were inspected visually, and defects were not found during the inspection. The samples were tested, and the sample was found acceptable with no occlusions were found during the inspection. The device passed all functional tests and performed as intended.

Manufacturer narrative:
Related report numbers: 3012307300-2025-07305. H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that when the extension sets were connected to the pump, it displayed "obstruction" not allowing to start the pump. There was patient involvement, but no patient injury reported.

Manufacturer narrative:
One device has been received for evaluation. The evaluation is ongoing, and no results are available. If new information becomes available once the evaluation is complete a follow-up report will be submitted.